Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was 460 mg/dl. Customer treated his high blood glucose with a syringe. During troubleshooting, the customer discovered a bent cannula. Product is being returned and replaced.